Event description:
The manufacturer received information alleging a ventilator alarm related to internal battery failure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarm related to internal battery failure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery was replaced to address the issue. Additional testing was performed following the device repair, and there were no significant events in the error logs. The device passed all the tests.